Event description:
It was reported that during a study involving the implant device artisse, there was a protrusion of the device at the aneurysm location, which was at the bifurcation branch with a saccular morphology. The aneurysm had a maximum diameter of 6.5 millimeters, a dome height of 4.0 millimeters, a dome width of 3.5 millimeters, and a neck size of 4.5 millimeters. Due to the protrusion of artisse, a stent was used as an additional intervention. No symptoms were reported to be associated with this finding. No patient complications have been reported as a result of this event. Additional information received reported that the artisse was successfully implanted on (B)(6) 2025 and was discharged from the hospital on (B)(6) 2025. No adverse events (ae)s were reported. No cause reported by site, however, site states ¿the use of the stent was anticipated before the beginning of the procedure with artisse¿, therefore, not considered a device deficiency of artisse since use of an adjunctive stent was planned, likely based on aneurysm location/morphology. Additional information was received that per corelab assessment of treatment dsa imaging from on (B)(6) 2025, boss aneurysm occlusion scale result is: 1 + 3: contrast agent media depicted inside and around the device; thrombus at device in final run is 'yes', comments state: additional stent protection no symptoms were reported to be associated with this finding. Additional information received reported site has not confirmed corelab finding of thrombus. No actions have been reported. Additional information was received reporting thromboembolic event with onset date of 2025-02-05. The adverse event (ae) did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, or surgical procedure. Concomitant or additional treatment was given. The outcome status is recovered/resolved on (B)(6) 2025. Ae did not result in a diagnostic procedure or test being performed. Ae occurred during procedure and was not related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. There was small platelet aggregate at the level of pre aneurysmal focal stenosis. Intra-arterial administration of tirofiban at the end of the procedure. The patient was asymptomatic. 24 hour magnetic resonance angiography (mra) was satisfactory. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention, and was not considered life threatening. The site assessed this event as not related to the antiplatelet medication, or study ancillary device, possibly related to the study device artisse, and causally related to the study procedure. The sponsor assessment result was "yes". The aneurysm was located in the right middle cerebral artery (mca). There was significant stasis post-implant. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Ancillary devices include a headway duo microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient experienced a cerebral infarction the day after the procedure, with aspecific punctiform ischemic lesions (precentral gyrus and right inferior parietal lobule. The patient was asymptomatic, and no treatment/hospitalization was given. The infarction did not result in new or worsening of existing neurological deficits, and was noted as not recovered/not resolved. The site assessed the infarction as caused by the procedure, and not related to the device, antiplatelet medication, or the disease under study. The sponsor assessed the event as possibly related to the embolization device and the index procedure. The patient also experienced transient ischemic attack (tia) on (B)(6) 2025. They experienced sudden left brachiofacial deficit with dysarthria lasting approximately 15 minutes in the context of endovascular treatment and discontinuation of antiplatelet treatment. This was noted to be a recurrence of tia. The event recovered/resolved the same day, though the patient was hospitalized for a day. The site assessed the tia as possibly related to antiplatelet medication and not related to the device, procedure, or the disease under study. The sponsor assessed the event as possibly related to the embolization device and antiplatelet medication. It was noted that the patient was not able to be evaluated by MRI due to the presence of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient underwent diagnostic electroencephalogram on (B)(6) 2025; results were normal. Site report from brain MRI from (B)(6) 2025 reported ¿stenosis appearance of the right m1 segment upstream from the stenting of the distal right m1 segment, with angiography revealing an element of metallic calcic density within the right posterior m2 branch.¿ no further information is available. As the observed stenosis was not associated with the artisse device, catheter, or the index procedure, it is not considered a complaint.

Manufacturer narrative:
B5 updated with additional information received. Imdrf-annex f code updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the outcome of the tia on (B)(6) 2025 resolved on (B)(6) 2025. The outcome of the tia on (B)(6) 2025 resolved on (B)(6) 2025. The tia on (B)(6) 2025 resulted in prasugrel being prescribed and diagnostic tests, including doppler of the supra aortic trunks showing no hemodynamic slowdown, electrocardiogram showing sinus rhythm and regular, and transthoracic echocardiography showing no argument in favor of a cardioembolic origin. The transient ischemic attacks were assessed as causal to antiplatelet regimen, possibly related to the index procedure and artisse device, and not related to ancillary/adjunctive device. The site updated their assessment of the tia as possibly related to the antiplatelet medication and artisse. The clinical events committee assessed the cerebral infarction and thromboembolic event as causal to artisse device, possibly related to the index procedure, and not related to the ancillary/adjunctive device or antiplatelet regimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient experienced transient ischemic attack with onset date of 2025-05-26. This adverse event (ae) resulted in new hospitalization from (B)(6) 2025. Ae was not treated in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or concomitant or additional treatment being given. The outcome status is recovered/resolved with outcome date of (B)(6) 2025. Ae did not result in diagnostic procedure or test being performed. Ae occurred post procedure and was not related to the disease under study. Ae resulted in a new or worsening of existing neurological deficits, symptoms did not last for more than 24 hours. The patient experienced two episodes of transient aphasia and facial palsy lasting 15 minutes. Conclusion probably transient ischemic attack in the context of endovascular treatment and discontinuation of clopidogrel. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The site assessed this event as probably related to antiplatelet medication, not related to study ancillary device, study device, or study procedure. The sponsor assessed this event as possibly related to the study aneurysm embolization device and antiplatelet medication regimen.